Manufacturer narrative:
As the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the distal esophagus on (B)(6), 2010.according to the complainant, the patient presented with pain in the ventricle of the stomach. On (B)(6), 2010, the physician discovered that the stent had migrated down into the ventricle of the stomach; only approximately 40% of the stent remained in the esophagus. On (B)(6), 2010, the physician pulled the stent back up into the correct position. The stent did not need to be explanted.the patient was in stable condition following this procedure. The physician added that esophagus was a little sore and red due to the stent migration, but no perforation was observed.